Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
Boston scientific received information that it was noted at a recent device follow up appointment, this atrial lead experienced a lead safety switch due to high impedance measurements of greater than 2500 ohms several months ago. There is also loss of capture at max outputs while in a bipolar configuration and no capture at all in a unipolar configuration. This patient fell at some point previously but does not remember when and states they still do not feel right. The health care practitioner left the lead in a bipolar configuration at this time as there is still 2 years remaining on this device battery. To date, there have been no additional adverse patient effects reported.